Manufacturer narrative:
H3 other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported by the user site that on (B)(6) 2026, prior to a selenia dimensions mammography system, 3d patient examination, the c-arm rotated suddenly on its own without user intervention. No patient or user injuries were reported. No further information is currently available.